Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient user of PICC 4 fr bilumen catheter with insertion date on (B)(6) 2024 and who attends with her mother for PICC outpatient catheter treatment. During the healing, at the time of irrigation of the catheter, there is evidence of fluid leakage due to rupture of the device in the white lumen. Immediate correction: PICC line removal according to institutional protocol. The patient's family member is redirected to the hemato-oncology service to notify the situation. No medical and/or surgical intervention required. No blood/chemotherapy exposure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen powerpicc sv catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be partially occluded by blood products. When flushing the white-luered lumen, a leak was observed at the split site. Microscopic inspection of the split revealed a granular fracture surface. Material buckling was observed in the vicinity of the split. The fracture features and material buckling were consistent with damage accumulated through material fatigue. It appeared that repetitive mechanical stresses including kinking and twisting caused a fracture to gradually form and propagate in the indwelling catheter tubing.